Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was complaining of back pain. It was noted that there was not a pre-operative aneurysm rupture. It was then discovered that an aneurx stent graft had migrated resulting in a type 1 endoleak. Three endurant cuffs were used due to the length of the migration. The type 1 endoleak was reportedly sealed with the cuffs and the issue resolved. No clinical sequelae were reported and the patient is fine. Additional information received reported that the physician stated that the migration was caused by disease progression.